Event description:
It was reported that the customer was admitted in intensive care unit with high blood glucose of 450mg/dl and high ketones. The father stated that the cannula was bent, and the insulin pump did not alarm. Further troubleshooting could not be performed as caller did not have a tubing clamp available at time of call. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.